Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was loose and comes off. Customer stated insulin pump was able to lock in place when inserted in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis